Manufacturer narrative:
Covidien reference number: (B)(4). The returned sample was evaluated for the reported cuff wont delfate issue. The reported event was confirmed. Cuts on both the tracheal and bronchial portions of the cuff were identified. The most probable root cause for this type of defect is coming in contact with a sharp utensil or object.

Event description:
It was reported that during pre testing, an endobronchial tube did not deflate as it was intended. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).